Manufacturer narrative:
Citation: feng xu, wei ni, yujun liao, yuxiang gu, bin xu, bing leng, donglei song. Onyx embolization for the treatment of brain a rteriovenous malformations. Acta neurochir (2011). Published online: 28 october 2010 the purpose of this article was to study the experience in the treatment of brain avms with onyx embolization. Between january 2004 and december 2007, 86 patients with brain avms were embolized with onyx. The authors conclude that although onyx allows moderate obliteration rates, combined management, such as adjunctive embolization with microsurgery or radiosurgery, may be effective for selected large avms. The mean patient age was 30.3 years (range, 8¿55 years). There were 51 men and 35 women. The products were not returned for evaluation as this was an event captured through literature review. There is limited patient and device information available, however, in these 2 cases of avm reoccurrence, the onyx performed as intended as the avm was initially completed occluded. There is no evidence suggesting that the onyx was defective. Based on the reported information, review of ifus, and review of literature to investigate the complaint, the most likely cause for the reported events due to patient condition. Additional information has been requested on each case; should the information become available, a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00493, 2029214-2017-00494, 2029214-2017-00495, 2029214-2017-00496, 2029214-2017-00497, 2029214-2017-00498, 2029214-2017-00499, 2029214-2017-00500, 2029214-2017-00501 2029214-2017-00502, and 2029214-2017-00503.

Event description:
Medtronic received information through literature review that after a mean follow up of 6.5 months after the avm was initially completely occluded, 2 patient had a reoccurrence of the avm. The patients underwent radiosurgery, and follow-up showed complete obliteration. The patients were undergoing onyx embolization to treat arteriovenous malformations (avms).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.